Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date: na ; explant: date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), at 80% valve deployment, the valve dislodged. Subsequently, the valve was removed and an upsized valve was used to complete the procedure. It was noted a 10-minute procedural delay occurred in result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), at 80% valve deployment, the valve dislodged. Subsequently, the valve was removed and an upsized valve was used to complete the procedure. It was noted a 10-minute procedural delay occurred in result of the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the first valve was recaptured into the delivery catheter system after the dislodge and withdrawn from the patient prior to the insertion of the next valve.